Manufacturer narrative:
All segments display properly. No missing segment/partial display noted, however the insulin pump had a ghosting display/gray black square graphic when pressing the esc button. The problem was isolated to the lcd board. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that a solid gray square appeared on the insulin pump's display when she pressed the esc or act buttons. Customer's blood glucose level was 121 mg/dl. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.